Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose, with blood glucose of 48 mg/dl at the time of the incident. The customer took too much insulin before they went to bed and kept dropping. The caller inquired about suspend before and on low and auto mode settings. The customer experienced a sensor updating alert. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. No further information was provided. The insulin pump will not be returned for analysis.